Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a damaged battery was found and confirmed by a baxter service technician. The root cause was not identified due to customer denial of the cost of repair estimate. No repairs were made to this pump and it was returned un-repaired to the customer. Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed that this device was not previously serviced for the reported condition. However, during previous servicing on (B)(4) 2007 and (B)(4) 2006, the batteries and harness were replaced.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "damaged battery". This condition had the potential to interrupt delivery. This condition was found in the nursing department. This event occurred upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.